Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds properly. The motor was tested outside of the device and passed. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. No cracks on the casing noted. The test p-cap locks properly in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the retainer lip ring was damaged. Customer stated that the reservoir was not able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.